Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 977a260, serial# (B)(4), implanted: (B)(6), product type: lead. Product ID: 977a260, serial# (B)(4), implanted: (B)(6), product type: lead.

Event description:
Information was received from a patient via manufacturer representative regarding patient implanted with implantable neurostimulator (ins) for spinal pain. It was reported that she fell on her back taking care of her terminally ill father in (B)(6). The patient stated her back was sore and she could feel the anchors of the leads. The patient said there are days when the anchors are more prominently felt than other days. The patient also reported that her stimulation had changed. Impedances were checked and all were within normal limits. Stimulation was adjusted and patient felt like it was an improvement and she was feeling stimulation where she needed it. Implanting physician, examined her back and ordered an x-ray of her leads. Comparing the x-ray to the x-ray on day of implant, it was his opinion that the leads did not appear to have moved. He could feel the anchors through the patient¿s skin upon examination and offered the possibility of a revision as an option if they continued to irritate the patient¿s back. No further complications were reported/anticipated. The indication for implant was spinal pain.